Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump during call, so technical support provided reset instructions, and customer planned to attempt reset at home and contact support again if further assistance was needed.